Event description:
It was reported through in-house service assessment that the micro tornado hp w handcontrol device had an error 02. During in-house engineering evaluation, it was determined that the device was broken. There was no procedure nor patient involvement reported. No additional information was provided.

Manufacturer narrative:
Additional narrative: UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. Per service reports, this complaint cannot be confirmed. During the service evaluation the following defects were identified: broken (2+ pieces) : broken/fractured. The compression spring was replaced to resolve the issues. After repair, the device was found to be working according to the specifications. The faulty parts was identified as the root cause for the device failure during the service evaluation. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.